Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer's investigation, four (4) photographs were provided for evaluation. The complaint was confirmed as the pod monitor line luer appeared to have detached from the pod. The photographs were provided to their manufacturing team for review, however they were unable to determine the root cause of the issue based on the available information. All personnel involved in the manufacturing process were notified and shown the photographs to create awareness and prevent recurrence. A review of the device history records for 2000m2095d from lot 00955013 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2 the arterial pressure monitor line separated from the pod after treatment when tearing down the machine. No patient injury was reported.